Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017 the reporter contacted animas alleging a call service alarm (cs 012) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/20/2017 with the following findings: a review of the alarm history indicated a call service 012 alarm had occurred. The pump powered on normally and successfully completed ez-prime steps. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump was opened and no internal defects were found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).